Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the innie did not want to seat in any of the screw-heads and heads seemed to be too big for innie. There was a delay of surgery of more or less one hour (exact time delay unknown). Problem resolved with inserting new screws. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: information was initially submitted under MFR number 1719045-2014-10589 as an initial medwatch (submitted (B)(4) 2014) and two follow up medwatches (submitted (B)(4) 2015); however, it was noted on (B)(6) 2015 that the initial medwatch had failed the submission process due to an issue in e1. Information is being resubmitted under this new MFR number to ensure delivery to the FDA. Weight is unknown additional product codes: mnh, mni, kwq, kwp. Device was not implanted/explanted. (B)(6). Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was completed: the matrix screw and components exhibit post production/acceptance damage that included: visual deformities to the sd25 form. The m6.5x0.75-6h thread has visual deformity (anodized rubbed off) to the lead thread, but freely entered thread ring gage. The locking cap not engaging could manifest by the head not being mobile and aligned to rod at the time of final tightening per the matrix technique guide. All described non-conformities/damage is not related to the manufacturing process. All features relevant to the complaint condition meet specification. Raw material could not be analyzed because of limited mass, but was confirmed as correct in the device history records. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This follow up report was originally submitted under MFR number 1719045-2014-10589; however there was an issue with the initial report for that MFR number and a new MDR number was assigned. Resubmitting information under updated MFR number. Added adverse event information. A manufacturing evaluation was completed: the matrix screw and components exhibit post production/acceptance damage that included: visual deformities to the sd25 form. The m6.5x0.75-6h thread has visual deformity (anodized rubbed off) to the lead thread, but freely entered thread ring gage. The locking cap not engaging could manifest by the head not being mobile and aligned to rod at the time of final tightening per the matrix technique guide. All described non-conformities/damage is not related to the manufacturing process. All features relevant to the complaint condition meet specification. Raw material could not be analyzed because of limited mass, but was confirmed as correct in the device history records. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for (B)(4).

Manufacturer narrative:
This follow up report was originally submitted under MFR number 1719045-2014-10589; however there was an issue with the initial report for that MFR number and a new MDR number was assigned. Resubmitting information under updated MFR number. Additional product codes: mnh, mni, kwq, kwp. Initial medwatch was attempted to be sent on november 14, 2014. The third acknowledgement indicated the submission had failed due to: ¿error message: (40) characters are max. Message value: (B)(4)¿ medwatch was inadvertent completed in etq system. Follow up medwatch being sent to report information that did not make it to FDA on initial submission. Review of manufacturing records has been completed. Review of the device history records showed no issues during manufacturing that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the (B)(6) did not want to seat in any of the screw-heads and heads seemed to be too big for (B)(6). There was a delay of surgery of more or less one hour (exact time delay unknown). Problem resolved with inserting new screws.